Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the pump touch screen was cracked, unresponsive and no longer functional. The customer was unable to access pump features. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.